Event description:
Pt reported that back to back tests performed on patient's surestep meter were 52 and 87 mg/dl (50% difference). Control solution test result (119) was in range. No symptoms were reported. There was no allegation of harm. Not able to contact pt on follow-up.